Event description:
Event involved skull head holder and base unit. Pt had cervical stenosis. Pt was scheduled for c5-6 laminectomy, left c5-6 and left c6-7 foraminotomies. During pre-operative safety check, equipment found to be functioning properly. When positioning the patient, the head holder malfunctioned and the case was aborted.